Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a t-wave oversensing with pacing inhibition. The right ventricular (rv) lead and left ventricular (lv) lead thresholds had increased; however, there was no connection issue. The physician made programming changes which resolved the oversensing. Nineteen months later, additional information was received which indicated this ctr-d delivered inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. As a result, the rhythm accelerated junctional rhythm. Technical services (ts) discussed reprogramming options. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a t-wave oversensing with pacing inhibition. The right ventricular (rv) lead and left ventricular (lv) lead thresholds had increased; however, there was no connection issue. The physician made programming changes which resolved the oversensing. Nineteen months later, additional information was received which indicated this ctr-d delivered inappropriate anti-tachycardia pacing (atp) due to t-wave oversensing. As a result, the rhythm accelerated junctional rhythm. Technical services (ts) discussed reprogramming options. No adverse patient effects were reported. This crt-d remains in service. Additional information was received which indicated this ctr-d exhibited oversensing and accelerated to junctional rhythm. Technical services (ts) recommended adjusting sensitivity and performed and x ray to check position on the lead. No adverse patient effects were reported. This crt-d remains in service.